Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by running a flush substrate and verifying that no substrate was coming out of the heater. The fse also verified that no fluid was being pulled from the bottles even though the substrate syringe was being actuated by the motor. The fse replaced the solenoid valves and the substrate syringe. The resolution was verified by visually observing substrate working properly. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 3: flags states the following: flag: dl description: indicates malfunction in detector unit or substrate dispense failure. Contact tosoh service center or local representatives. The most probable cause of the reported event was due to component failure of the substrate syringe and solenoid valves.

Event description:
A customer reported ¿dl detector or substrate dispense failure" on the aia-2000 analyzer. A technical support specialist suggested cleaning the substrate line and replacing the substrate. The customer called back stating that the error was persistent. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.